Event description:
Medtronic received information that prior to use of a fusion cardiotomy venous reservoir (cvr), it was reported that the arterial outlet on the oxygenator appears to be cracked. The device was used. There was no patient involvement, so no adverse effect occurred.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information b5: the device was replaced. Medtronic received additional information that there was no damage to the packaging (outer box, inner packaging or sterile barrier). Other devices in the same box/shipping container were not damaged. Correction b5: medtronic received information that prior to use of a fusion oxygenator, it was reported that the arterial outlet on the oxygenator appeared to be cracked. Correction d1 (brand name), d4 (model #), d4.1 (catalog #), d4.2 (expiration date), h4 (device mfg date), and h6.1 (device codes (fd d/annex a): these fields have been updated. Device evaluation summary: visual inspection showed evidence of damage to the qb-outlet port. The reason for return was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.